Event description:
Patient reported that the side meter/lab comparison results were 68 mg/dl (ss) versus 108 mg/dl (lab), respectively (37% difference). Control solution test reading (61) was (low) out of range (91-137). On follow-up, patient confirmed the above comparison result. Lfs rep reviewed qc procedures with patient and recommended the patient re-test strips with new control solution. The meter was replaced. No symptoms were reported. No harm was alleged.